Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer conducted a comprehensive maintenance of the tower, applying conductor grease to each of the contacts and tightening the electrical connectors and pixie bus car. Subsequently, the engineer verified the proper operation through the hardware testing application self-test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 6 showed a failure message, but the recover storage space window displayed no items to recover. The pyxis was restarted in an attempt to resolve the issue, but the problem persisted. Additionally, it was observed that tower drawer 4 failed daily, and the cause remained unclear. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.